Event description:
Patient had surgery and it was reported on (B)(6) 2013 that he was experiencing edema.on (B)(6) 2013, information was received that patient was scheduled for corneal transplantation for (B)(6) 2013.

Manufacturer narrative:
It was originally reported that account used tip serial a19831. This product is not serialized. Only one tip can be used at a time with a handpiece and therefore this correction identify the suspect product as ''unknown'' as the account cannot properly identify which tip was used with which patient as they had the 2 tips available one tip lot number a19831 and one tip lot number a34493. Both lot numbers with manufacturing date and expiration date are provided below. A19831 - with mfg date 1-jun-2012 and expiration date of 30-jun-2015; a34493 - with mfg date 31-jul-2012 and expiration date of 31-jul-2015. (B)(4).

Manufacturer narrative:
Evaluation: conclusion - product has not been evaluated since it has not been received. Surgeon believe that the reason of the complications is not product related.note: all pertinent information available to abbott medical optics at the time of this report has been submitted. (B)(4): placeholder.